Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned in the closed position. A visual examination confirmed one of the clip jaws was missing, the nitinol strip is still present. Additionally, the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. A visual examination of the distal end under magnification did not identify a root cause. The clip jaw was not present or returned with the device. The rest of the distal end components had no anomalies or damage. The device was returned to the supplier for further evaluation and the following was provided, "the device was returned in the closed position, with one of the jaws missing. The housing has detached from the coil cath, but is still attached to the drive wire with the remaining jaw in the closed position. The nitinol strip is still in place. The remaining, returned components have no visible anomalies or damage. Functional testing of the device could not be performed, since the device was returned with missing components. It is confirmed that one of the clip jaws and stylet wire is missing. Without the missing components, root cause could not be determined." The device history record for (pt) w4644742 (480) was reviewed. (Pt) w4644742 was manufactured october 2022. There were no relevant defects noted in the fqc checklist. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report as one of the clip jaws was missing. A definitive cause for the reported observation could not be determined, the clip jaw was detached and not returned with the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The supplier provided the following, "the complaint was confirmed. Not all components were returned for evaluation, therefore root cause could not be determined. A visual examination confirmed both the clip jaw and stylet wire were missing. Functional testing of the device could not be performed, as components were missing. A review of the device history record did not reveal any relevant defects. All devices are inspected for functionality prior to packaging and shipping." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
PMA/510(k): k212323. The investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic mucosal resection, the physician prepared to use a cook instinct plus endoscopic clipping device. It was reported that when they went to pre-test the clip by opening and closing it, one of the jaws fell off. This occurred prior to use; there was no adverse effects to the patient.